Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No patient information or patient status has been reported. No echocardiography or operative report provided. Follow up report will be submitted once new information has been received.

Manufacturer narrative:
Customer report of regurgitation could not be confirmed by visual observation. As received, two small nicks were observed on the outflow aspect of leaflet 1, one near commissure 2 and one in the cusp, both nicks were measured to be approx 2mm. A wrinkle was observed in the coaptation region of leaflet 1. A stain was also observed on leaflet 1 near commissure 1. See attached photos. No visible inconsistencies observed on remaining leaflets. The wireform was intact, as evident in the x-ray. Method: x-ray. Summary and discussion: according to the operative report, this valve was explanted at implant due to aortic regurgitation (ar): ¿transesophageal echo showed mild to moderate aortic regurgitation. This was coming from within the valve.¿ an evaluation of the echocardiography recording performed by an independent expert determined that, ¿presumably immediately after aortic valve replacement with a pericardial bioprosthesis, there is probably mild aortic regurgitation of indeterminate origin. (The isolated iotee image does not demonstrate the jet origin, so central valvular and paraprosthetic regurgitation cannot be reliably distinguished.)¿ edwards¿ standardized in vitro testing showed that the unsealed, as-received valve had an 11.4 % total regurgitant fraction (trf), which decreased to 1.5 % after sealing; demonstrating that the competence of the valve is acceptable per iso5840:2005. The reduction in trf after sealing suggests that the vast majority of the trf measured is from a non-central origin. The reported regurgitation ¿coming from within the valve¿ could not be reproduced in vitro. Non-central leakage through the sewing ring and stent subassembly areas is typical for this type of bioprosthesis during the initial implant and should be reduced to a negligible level shortly after the reversal of heparin with protamine. The reduction in trf after sealing suggests that the vast majority of the regurgitation encountered in vivo would be expected to disappear after restoration of the normal clotting and healing process.

Event description:
Reportedly, a 25mm aortic valve was explanted as the surgeon noticed significant (moderate) prosthetic aortic regurgitation on echo after coming off cardiopulmonary bypass. No additional information provided.